Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they received emergency medical assistance 3 times in 3 weeks due to low blood glucose. On (B)(6) 2018 they had blood glucose of 34 mg/dl at the time of the incident. The customer's blood glucose level was unknown at the time of the call. The customer did not mention how they treated. The customer experienced symptoms such as slurred speech. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer also noted they had a low of 30 mg/dl on the day of the call. The insulin pump will not be returned for analysis.